Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up visit. Following the MRI session, a magnetic resonance imaging (MRI) parameter error message was observed on the pacemaker. The message was acknowledged, and the device function remained normal. No intervention was performed. The patient was in stable condition.